Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 2cm. An examination of the stent suture identified no issues. There were no damage or knots observed along the stent crochet. A visual and tactile examination found no kinks or damage along the shaft of the device. During the product analysis, the investigator was able to fully deploy the remainder of the stent with no significant restrictions. However, severe bowing to the catheter was noted during deployment. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident, the stent was partially deployed by 2cm. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release stent was to be used in the right bronchus during a placement of trachea stent procedure performed on (B)(6) 2015. According to the complainant, this was to dilate a 4cm stenosis due to lung cancer. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician advanced the device to the target area via the guidewire. After the stent was released by 1cm, resistance was encountered when pulling the suture. The physician slightly pushed and pulled the catheter but the stent still could no longer be deployed further. Strong force was then used but the middle part of the catheter got "slacked" and the tip of the catheter came out from the proximal side of the stenosis. The partially deployed stent was removed from the patient. Outside the patient, the device was checked and it was found that the stent could be deployed without issue. The procedure was completed with another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release stent was to be used in the right bronchus during a placement of trachea stent procedure performed on (B)(6) 2015. According to the complainant, this was to dilate a 4cm stenosis due to lung cancer. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician advanced the device to the target area via the guidewire. After the stent was released by 1cm, resistance was encountered when pulling the suture. The physician slightly pushed and pulled the catheter but the stent still could no longer be deployed further. Strong force was then used but the middle part of the catheter got "slacked" and the tip of the catheter came out from the proximal side of the stenosis. The partially deployed stent was removed from the patient. Outside the patient, the device was checked and it was found that the stent could be deployed without issue. The procedure was completed with another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.